Event description:
The recipient is reportedly experiencing an infection. The recipient's ear was debrided and a peripherally inserted central catheter (PICC) was placed. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed well. The recipient's infection is not believed to be device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.